Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 04/11/2024, it was reported by an arthrex employee via email that an ar-1934bcf-2 biocomposite suturetak anchor broke during insertion. The broken fragments were successfully removed. The case was completed using another ar-1934bcf-2 biocomposite suturetak. This was discovered during an rcr procedure on (B)(6) 2024. The patient suffered no negative effects. Additional information received on 4/23/2024: the case was delayed twenty minutes; additional anesthesia was not needed.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-1934bcf-2 suture anchor, biocomposite¿ suturetak was returned for investigation. Visual inspection identified that the anchor was missing. It was not returned for evaluation. A scratch was observed on the tip of the distal end of the device. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion. Per dfu-0054-eo; revision 5: avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. Refer to investigation photos.